Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was failed. A field service engineer verified that the storage space fault was not displayed in recovery, activated the emergency release lever and faulted all four doors. The customer was able to successfully recover each door. Door 2 produced multiple clicks during opening, cleaned all latches and terminals and tightened the connections. The customer was then able to complete inventory without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was in a failed status and not recognized in pyxis. When customer tried to recover, it did not pop up on the screen as an option. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.